Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Estimated date of event as the actual reporter of the complaint has stated the event occurrence is unknown. (B)(4). The customer reported the most likely cause of the failure was the main board assembly. After replacement of the faulty main board, the issue was resolved. At this time, the alleged faulty part has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault) alarms. At this time, it is unknown which transducer within the unit failed. The issue occurred during testing. There is no report of patient involvement associated with the event.